Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the dreamstation st30 device. The patient has passed away. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation st30 device. The patient has passed away. Medical intervention was not specified by the patient. The manufacturer received new and relevant information the device was inspected internally and externally. Evaluation results determined no errors were found. The tubing and filters were replaced. Additionally, the device was cleaned and passed all tests. Section h6 updated/corrected.